Event description:
Litigation papers received. Papers allege patient suffered from pain, difficulty walking due to gait instability, difficulty breathing, insomnia, high blood pressure, high cholesterol skin irritations and lesions, weight loss, incontinence, depression and vision problems. Also alleged is that patient suffers from metal toxicity/metallosis from elevated cobalt/chromium levels, the symptoms being near-fatal cardiomyopathy, neurological disorders and cognitive and mental failure. During revision surgery, the surgeon found the asr hip had splintered into numerous pieces with signs of necrosis. The asr hip failed to achieve osseointegration.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.